Event description:
A customer reported to baxter corporate product surveillance a large volume infusor in which the top cap cracked in half during filling. According to the report, the facility was filling the infusor with 5% dextrose with a 60ml syringe. The reporter indicated that during filling, the top cap spontaneously cracked. The medication did not leak out of the housing. The alleged defect occurred during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a crack located at the top area of the coil cap. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.